Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received screen was blurry and making it difficult to read and had to rewind more than once per reservoir change. Customer¿s blood glucose level was unknown. Customer stated that the batteries lasting less than week and insulin pump constantly rejects new batteries. Troubleshooting was not performed. The device will not be returned for analysis.